Event description:
Additional information was received that the device was resolved by reprogramming.

Event description:
During a remote follow-up, far-r wave oversensing, p-wave amplitude variation and automatic mode switch (ams) were detected on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.